Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-21255. The pt rec'd two scs leads with the same lot number. It was reported the pt has not charged the ipg in approx four months as it was not working for her and is currently unable to establish communication using multiple external devices. It was also reported the pt is undergoing tests for a morphine pump. There is no add'l info at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.